Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the caller reported issues with the patient's device, stating that when attempting to connect to the handset, it displayed a "not connected" message and that the therapy appeared disconnected. The agent reviewed the issue and assisted the caller with reconnecting the therapy. The caller reported receiving a "searching for device, retry" message. The agent advised the caller to reposition the communicator and retry. The caller later confirmed they were able to successfully connect to the patient's therapy over the phone. The caller stated that the patient had a full bladder. The agent advised considering a decrease in therapy and monitoring symptoms. The agent also advised the caller to consult with the physician for approval before making any program changes and to discuss the current situation. Upon further review, the caller states th ere has been confusion since day 1 as to how well this is working. Caller states pt doesn't have sensation that they have to go so their bladder is filling up and they are having to use an external catheter. Caller states they noticed a difference in symptoms the last 10 days and worse since shoulder surgery when they turned the device off and back on.